Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump housing was damaged resulting in pump being unable to be used. The customer reverted to a backup pump as an alternate method of insulin therapy. There was no reported adverse effect to the customer's blood glucose level.